Event description:
A customer reported that during a cataract procedure, the main pedal on the footswitch quit working. The footswitch was exchanged. The case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).